Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No unexpected replace battery now alarm noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 12:42:00 after more than 7 days at 15.21 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 22:00:00 after more than 7 days at 16.39 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 11:28:00 after more than 7 days at 18.81 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. According to the pump history the low battery alerted first at (B)(6) 2025 at 22:00:00.000, then replace battery alert on (B)(6) 2025 at 07:31:00.000. No replace battery now alarm in the pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked up, down and select button keypad overlay. The sc1 cap locks properly in place in the reservoir compartment noted. No unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Customer alleged for replace battery now alarm and and did not receive a low battery alert prior to the replace battery alert or replace battery now alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and no damage was reported on battery cap contacts or battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.